Manufacturer narrative:
(B)(4). Film evaluation results are: a review of pre-implant sizing drawing and 3d film report revealed that the patient had a 54mm max diameter infrarenal aaa which contained thrombus. The proximal neck was severely conical, with minimal angulation and calcification. The proximal neck diameter was 25mm just below the lowest right renal artery, and 11mm lower at the bottom of the neck was 32mm. The distal aortic diameter measured 21mm and was mildly calcified. The left common iliac was moderately tortuous and the right common iliac was non-tortuous. Both iliacs were mildly calcified. The lcia diameter ranged from 13 ¿ 11 ¿ 12mm, the rcia diameter ranged from 14 ¿ 12mm, and both access vessels were 8mm in diameter review angio images at implant revealed that the proximal neck flow lumen diameter just below the right renal was ~25mm (l-r), and 1cm lower was 27mm. The bifurcate was brought up the right side and positioned just below the lowest right renal artery. The ipsi limb was deployed down to the contra gate, which opened on the left side. The ipsi limb was seen fully deployed and the contra limb was implanted from the flow divider and extended into the left common iliac artery. The right/ipsi limb was then seen extended with another limb into the right common iliac artery. The entire stent graft was then ballooned with a coda balloon. With the injector near the level of the suprarenal stents, completion angio showed that the bifurcate was placed proximally just below the level of the right renal. There was slight contrast seen outside the stent graft near the top of the sac, primarily along the right side of the bifurcate aortic body, from a possible type IV or a proximal type I endoleak. A reliant balloon was seen inflated within the aortic body, and angio injection showed the same possible type I or type IV endoleak. No angio images with the injector pulled down into the aortic body were seen to help confirm the endoleak source. Both limbs were patent and no other stent graft issues were observed. The next images showed that 2 endoanchors were implanted into the proximal 1cm of the bifurcate and aortic neck. During implant of the 3rd anchor on the right side there was re-coiling seen, the third coil did not appear to penetrate into the aortic wall, and the distal (inside) portion of the coil was deformed (non-helical) after implant. Three or four additional coils were then placed around the perimeter of the bifurcate without issue. The final image showed that kissing balloons were inflated within each limb near the level of the gate. No final angio image post-anchor implant was seen at the conclusion of the films to confirm if any endoleak was present. The cause of the endoanchor implantation difficulties could not be determined from the images provided. It could not be concluded if the anchor¿s sudden deflection during implant was due to the operator, a device/coil issue, or if the coil may have deflected against a stent from the bifurcate or calcification from the aortic neck. The device was not available for return and analysis.

Event description:
An endurant iis stent graft system was implanted for the treatment of a fusiform 54 mm in diameter abdominal aortic aneurysm. It was reported after the endurant stent grafts were implanted. The physician decided to deploy aptus endoanchors as a prophylactic measure due to the patient's short conical neck. Two endoanchors were deployed without incident. Per film review, a possible type IV or a proximal type I endoleak was observed during the index procedure, prior to the implant of the aptus endoanchors. The physician reported that there was no endoleak seen on the final angiogram; and the physician has followed up with the patient since implant and there was no evidence of an endoleak. No clinical sequelae were reported and the patient is doing fine.